Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The legal manufacturer reviewed the customer provided cleaning disinfection and sterilization (cds) processes and could not confirm how reprocessing had been implemented due to no obtained information. The event can be prevented by following the IFU, which states: the instruction manual operation manual, "evis lucera gif/cf/pcf type 260 series, chapter 3, preparation and inspection" describes the methods for detection. The instruction manual reprocessing manual, "evis lucera gif/cf/pcf/sif type 260 series, chapter 3, cleaning, disinfection, and sterilization procedures" describes the methods for prevention. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material was clogged in the nozzle, but the type of material or root cause cannot be identified. A definitive root cause cannot be determined. Olympus will continue to monitor field performance for this device.